Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection showed that the lead body was deformed. Damages at the df4 connector pin and a deformed rv shock coil were observed. Based on the damage symptoms, it is reasonable to assume that these damages occurred due to mechanical forces, applied during the explantation procedure. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the lead's lumen. Subsequent analysis revealed the presence of coagulated blood in the lumen of the lead what affected the active fixation mechanism. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. In summary, a deformed lead body, damages at the df4 connector pin and a deformed rv shock coil were found, which occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - about six days after implant, the device recorded 42 vf episodes due to noise, with one atp and one shock delivered. The patient arrived at the clinic on (B)(6) 2014 where an x-ray was performed noting a micro dislodgement. Upon device interrogation, loss of capture and sensing with noise was seen on the iegm. The next day the physician tried to reposition the lead, but there was an issue with the helix not responding to any manipulation with a stylet. This lead was explanted and replaced, and has been returned for analysis.